Event description:
Unomedical reference number (B)(4) . Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. The blood glucose level was displayed high and was managed by bolus via pump. No further information available.